Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('yes one of my three coil is in uterus / migrated completely into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), meniere's disease ("meniere's diseases") and dizziness ("lightheaded"). The patient was treated with surgery (successfully removed via hysteroscopy). At the time of the report, the device expulsion, meniere's disease and dizziness outcome was unknown. The reporter considered device expulsion, dizziness and meniere's disease to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Case became serious incident. Removal via hysteroscopy was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('yes one of my three coil is in uterus / migrated compeletely into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), meniere's disease ("meniere's diseases") and dizziness ("lightheaded"). The patient was treated with surgery (successfully removed via hystereoscopy). At the time of the report, the device expulsion, meniere's disease and dizziness outcome was unknown. The reporter considered device expulsion, dizziness and meniere's disease to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.